Event description:
It was reported that the atrial lead exhibited a malfunction. The lead was explanted and replaced on (B)(6) 2014. No further information could be obtained. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.